Event description:
It was reported that during a pre ivus run of the lad in a male pt showed ok. The pt was stented and the post ivus run showed clots. The pt started to crash, he was on angiomax but acts were still up.

Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. No root cause can be determined.